Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the rupture and additional endovascular repair is confirmed. The type 3a endoleak is unconfirmed. This is moderately consistent with the reported adverse event/incident. The device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The procedure/rupture related harms identified were acute kidney injury, hypotension, abnormal blood loss. The final patient status was discharged on the fourth post operative day in good condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply corrections: g4 awareness date h6 evaluation result codes; remove 3233 h6 evaluation conclusion codes; remove 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with a bifurcated device and two suprarenal aortic extensions. Approximately (1) one-month post initial procedure, a 1a endoleak was identified during a routine follow-up. A re-intervention was done, and the physician elected to implant an afx vela suprarenal (MFR# 2031527-2015-00208). Now approximately (6) six years post-re-intervention the patient was presented to the emergency room (e/r) due to an endoleak type 3a and aorta rupture. A re-intervention was done and the physician implanted a (non-endologix) gore excluder graft. The final patient status was reported as doing well.